Event description:
It was reported that the arctic sun device was over cooling the patient. Patient temperature (pt) was 34.4c, targeted temperature (tt) was 37c, water temperature (wt) was 26.2c, flow rate (fr) was 2.7lpm, patient was 76.7kg with medium pads in place, two probes correlating. Asked for screenshot of graph. Around noon the target temperature was changed, and it appeared all day the patient was above target. While patient was below target at this moment, the tdi showed three arrows up, so it was possible there was some heat generation happening. Discussed possibility of medication overshoot.

Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error but which is still within the allowable water temperature range. However, there was insufficient information to confirm this potential root cause. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was over cooling the patient. Patient temperature (pt) was 34.4c, targeted temperature (tt) was 37c, water temperature (wt) was 26.2c, flow rate (fr) was 2.7lpm, patient was 76.7kg with medium pads in place, two probes correlating. Asked for screenshot of graph. Around noon the target temperature was changed, and it appeared all day the patient was above target. While patient was below target at this moment, the tdi showed three arrows up, so it was possible there was some heat generation happening. Discussed possibility of medication overshoot.